Event description:
A customer reported that an auto bolus was delivered by the control-iq system due to inaccurate cgm values. Reportedly, the cgm blood glucose (bg) reading was 105 mg/dl, and the meter bg reading was 58 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 50 mg/dl. Bg was addressed via consumption of carbohydrates. System check with technical support did not identify any additional issues with the pump or related supplies. Additionally, technical support educated the customer on how biq/ciq technology relies on accurate cgm data to function properly, and the customer acknowledged that the pump operated as intended based on the data it received.